Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an in-clinic visit it was noted that the right ventricular lead/insulation was broken. The lead was explanted and replaced. The patient was stable during and post surgery.